Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the pt stated that she felt some discomfort. The physician removed the fluid, extracted the balloon, and a hole was noted in the balloon. The procedure was aborted with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.